Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported it was sore where the medical device was and it ran down their right leg and they could not bear any weight on it. Patient reportedly wet on themselves and their bladder was "like a balloon ready to come out; felt like my bladder was going to burst out." No further information was reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0hmvf, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported leg pain and device was explanted completely. The device will not be replaced in the future. The issue reported was unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.